Event description:
Reported by pt as "under contrast the band looks open and able to eat anything. A couple of weeks before this pt ate something very dry and did have some vomiting. Pt had been very sore after that." Follow up findings: per physician "band came unbuckled during third fill."